Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge change error messages occurred with multiple cartridges during the loading process. There was no reported impact to the customer¿s blood glucose level. Reportedly, the customer reverted to an alternate pump for insulin therapy. Additionally, the customer had manual injections available.